Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification and passed the self tests and displacement test. However, the pump alarmed motor error during the basic occlusion test due to moisture damage at the force sensor resistor. Unable to perform the prime, occlusion, or excessive no delivery alarm tests due to the motor error alarms. No unexpected display going black with pressing of the buttons, blank display or display anomalies were noted. The motor was tested outside the device and it passed. The pump was received with a cracked case at the display window corners, a cracked display window and cracked battery tube threads. The pump was received with minor scratches on the display window and case.

Event description:
The customer reported via phone call that, every time she presses the act button, the screen goes blank. When pressing the esc button, the screen comes back up. No blood glucose reading was reported. The customer also stated there's a crack on the screen and the top right corner of the casing. The customer was advised to disconnect from the pump and revert to a back up plan per healthcare professional's instructions. The pump was returned for analysis.